Event description:
The advocate called for help with the customer's contour system. She stated the customer was receiving erratic readings. She also alleged that around (B)(6) of last yr, the customer adjusted his insulin based on the meter readings and went into a diabetic coma. He was hospitalized for 4 days. No other info was provided about the event. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.